Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 387 mg/dl. The cause of elevated bg was unknown. Elevated bg was addressed by a bolus via the pump. The customer went to the emergency room and was subsequently hospitalized. Customer was treated with long acting insulin. Reportedly, the customer was released on (B)(6) 2022 with no permanent damage.